Event description:
It was reported that shortly after implant, the patient developed hematoma and arteriovenous fistula, which required vascular surgery to repair. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.